Event description:
Boston scientific received information that this device and associated implantable lead displayed pacing impedances of less than 200 ohms. Sensing and pacing thresholds measurements were reported to have been within acceptable range. There were no adverse patient effects reported. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information indicates that the patient underwent a revision procedure. The lead was explanted and the device remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Subsequently, the device was explanted for an unrelated product performance issue. The device was returned. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As of today, no additional information has been provided. Should additional information become available, this report will be updated.